Event description:
It was reported " patient has to wiggle the charging cable to get the pump to charge". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.